Event description:
It was reported blood was observed in the lead between the coil and insulation. Part of the insulation was gone and the coil was visible. Printouts showed that the lead had low impedance. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; medial segment returned and analyzed.